Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the inner cannulas were reportedly falling out and not clicking into the tracheostomy. There was a patient involvement and unknown patient harm reported.

Manufacturer narrative:
D1 - brand name, d4 - lot number, expiration date and primary UDI number, and h4 - device mfg date: corrected. H3 and h6. Codes: updated. Fifty (50) device samples were received in unused conditions and in its original packaging. Per visual inspection, no damage was identified in any of the fifty samples returned. Dimensional and functional testing confirmed the complaint as the cannula was not correctly fitted into the tube. The root cause was not identified. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
H6. Codes: updated. Updated investigation and root cause: fifty (50) returned samples of the same part and lot number were received in unused conditions and in its original packaging. Visual inspection: the returned samples were visually inspected, and no damage was identified in any of the samples returned. Dimensional: ring gauge test was performed to verify the external diameter ¿click fit od - over bumps¿ according to procedure. Results: all samples failed the ¿minimum¿ ring gauge test. The complaint was confirmed. The root cause was identified as outside diameter (od) over bumps out of specification to flash on supplier tool (cavity 2) action taken: supplier mold was repaired to remove burr on cavity 2. Supplier updated inspection test method to align with ICU medical method. ICU medical inspection procedure released with new inspection method ¿click fit od - over bumps¿ to perform sampling during receiving inspection. A retrospective 12-month review period (october 2023 to october 2024) was made for complaints originated and related to this issue no additional complaints were identified to this lot number.

Manufacturer narrative:
Correction: d4 - lot number 4443599 updated in report.